Event description:
It was reported that 15 of the magic 3 hydrophilic intermittent coude catheters had been opened and the ring that pulls the catheter open was already open to the point the sure grip sleeve was showing and the hydrophilic pouch was not in there or had been smashed.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "machine out of parameters". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported hold cm 6.7that 15 of the magic 3 hydrophilic intermittent coude catheters had been opened and the ring that pulls the catheter open was already open to the point the sure grip sleeve was showing and the hydrophilic pouch was not in there or had been smashed.